Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose over 600mg/dl. The customer also reported being off the insulin pump due to leaking at the site, and the cannula was bent. The customer stated that he was hospitalized due to high blood glucose. Troubleshooting was performed. The customer had excessive urination and thirst. Ran a fixed prime and high pressure test and they passed. No further info was provided.